Event description:
Boston scientific received information that shortly after implant this device non-physiologic noise was oversensed on this device causing pacing inhibition. No adverse patient effects were reported. After approximately 30 minutes, the issue resolved on its own without intervention. Air bubbles behind the sealplugs were suspected. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.